Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose value was between 150-200 mg/dl. Reportedly, the alert cleared and continued to use the pump for insulin therapy.